Event description:
It was reported that during the implant procedure the physician complained of the tight sleeve sitting on the right ventricular (rv) lead. Even though the lead was moistened to ease the movement of the sleeve there was still an uncomfortable amount of force necessary to move the sleeve further up towards the connector pin. It was noted that the movement of the sleeve was performed ex-vivo before using the lead with the patient; as if the lead would have already been implanted the physician assumed that there would be a high risk of lead dislocation due to the need of disproportionately high force on sleeve movements. The lead was then implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.